Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There is no 510k number as this product is an emergency use authorization. It is (B)(4).

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a discrepant result was obtained. Confirmatory testing was not performed. There was no report of patient impact. The following information was provided by the initial reporter: no response from customer after 3 follow up attempts for additional information. Customer stated in original correspondence that they were visually reading test cartridge which is off label. No lot number was provided. No further information received after follow up attempts. Also asked customer to answer questions sent about workflow, if the cartridge was read by the veritor or only visually and what the test result was. Customer problem: customer reporting a line they are not used to seeing with positive patients when visually viewing 256082 test cartridge. Steps taken with customer/troubleshooting: customer sent an email asking why they are seeking a line lower than the t marked on the test cartridge when they are used to seeing it near the t for positive patients when tested with ver 256082 test kit. The customer did not provide a name, phone number or location address. No kit lot number was provided. Next steps (if necessary): sent follow up email to customer asking them to provide additional contact information and location address as well as product lot number. Also asked customer to answer questions about test set up procedure. Sent customer letter addressing internal control line and let them know they should not be visually reading the test cartridges. Quantity received and quantity affected: 1 box affected photos or returns requested?: pending follow up with customer to see if returns are needed or if this is related to the workflow. Photo of test cartridge in question has been attached to the case. Indication that customer is industrial indu (if applicable): no customer is reporting an additional line on the test cartridge of 256082 test kit when read visually that they are not used to seeing with positive patient.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges additional line on the test cartridge when using rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate additional line on the test cartridge complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. A photograph was returned and showed rapid detection of sars-cov-2 veritor test cartridge and unable to confirm of reported additional line on the test cartridge. There are no current trends additional line on the test cartridge. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ a discrepant result was obtained. Confirmatory testing was not performed. There was no report of patient impact. The following information was provided by the initial reporter: no response from customer after 3 follow up attempts for additional information. Customer stated in original correspondence that they were visually reading test cartridge which is off label. No lot number was provided. No further information received after follow up attempts. Also asked customer to answer questions sent about workflow, if the cartridge was read by the veritor or only visually and what the test result was. Customer problem: customer reporting a line they are not used to seeing with positive patients when visually viewing 256082 test cartridge. Steps taken with customer/troubleshooting: customer sent an email asking why they are seeking a line lower than the t marked on the test cartridge when they are used to seeing it near the t for positive patients when tested with ver 256082 test kit. The customer did not provide a name, phone number or location address. No kit lot number was provided. Next steps (if necessary): sent follow up email to customer asking them to provide additional contact information and location address as well as product lot number. Also asked customer to answer questions about test set up procedure. Sent customer letter addressing internal control line and let them know they should not be visually reading the test cartridges. Quantity received and quantity affected: 1 box affected photos or returns requested?: pending follow up with customer to see if returns are needed or if this is related to the workflow. Photo of test cartridge in question has been attached to the case. Indication that customer is industrial indu (if applicable): no. Customer is reporting an additional line on the test cartridge of 256082 test kit when read visually that they are not used to seeing with positive patient.